Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, the weight the device within specification, fold creases, yellow and brown particles on the shell. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported left side severe pain. Healthcare professional added, a left side exchange from textured to smooth breast implant due to the patient¿s concern with the product. Additionally, healthcare professional reported capsular contracture baker grade unknown. Device has been explanted and replaced.

Event description:
Patient reported left side severe pain. Healthcare professional added, a left side exchange from textured to smooth breast implant due to the patient¿s concern with the product. Additionally, healthcare professional reported capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, b6, g1, h6.